Manufacturer narrative:
Patient's weight and implant date were not provided. If the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
(B)(4) during clinical procedure, patient experienced failure of implant to osseointegrate

Manufacturer narrative:
Follow-up submitted to report device evaluation. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.